Event description:
A report was received that alleges that the inflation line became separated from the tracheostomy tube after 29 days in use. Replacement was required. No incident related medical sequela was reported.

Manufacturer narrative:
The device is currently being evaluated, the MFR will file a f/u report detailing the results of the eval once it is completed.